Manufacturer narrative:
One (1) "used" goldvac smoke evacuation pencil was returned to conmed for evaluation. The device was examined in the laboratory and visual inspection noted no defects or indications of damage associated with the device. A minimal amount of blood was observed in the suction tube and none in the hose. A functional test was performed using an esu (system 7500 electrosurgical generator); the pencil functioned properly in both coag and cut modes at several power settings. The device was found to function properly with no defects found. The complaint investigation has not identified nor confirmed any manufacturing defects that could have caused or contributed to the alleged third degree burn. A review of the device history record could not be performed, as the device lot number was not provided. A two year review of product history for this device family showed a total of five (5) patient burns; however, only this burn was resultant of an alternate site burn from the electrical return following the path of least resistance. During this same 2-year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4). To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. The goldvac smoke evacuation pencil enables the operator to remotely conduct an electrosurgical current from the output connector of an electrosurgical unit to the operative site for the desired surgical effect. An elemental understanding of electricity is key to avoiding patient burns. Didactic education is imperative when dealing with electricity in the or. Health care workers need to be familiar with the features of all the electrosurgical units being utilized in their environment and adjust their care regarding surgical prep and the procedure accordingly to the electrosurgical equipment being utilized (infection control today ict, "education in electrosurgery technology is key for patient safety", july 1, 2002). Basic safety precautions for electrosurgery in the or (http://blog.boviemed.com/blog-1/9-safety-precautions-for-electrosurgery) states to "avoid skin to skin contact points. Alternate site burns can occur when skin inadvertently comes between the route from the surgical site to the return electrode. Position the patient to ensure a direct return electrode route." At the time of the reported incident it was reported that the patient's breast tissue being operated on was in contact with the patient's chest wall tissue. Based on this received information, it is believed that the reported incident is user related due to end-user abstaining from padding the skin to skin contact points of the breast tissue and chest wall tissue with dry gauze. The reported "1 cm deep, 1cm diameter, third degree burn" that the patient sustained was most probably due to the fact that the patient's tissue to tissue contact the electrical current always follow the path of least resistance and this point of contact provided that path. Also the desciption that this small burn suggested that the point of contact was small and the electrical current was not dispersed over a large enough area. The heat produced at this small site of this alternate site burn was due to the small contact point and the concentration of current through this small contact point. Based on available information it is believed that the most probably cause of the reported incident was user error related to their failure to follow instructions in the operating manual. No further action is planned at this time. To prevent a burn of this type the operator manual of the conmed system 5000 esu states in cautions for patient preparation that: - skin to skin contacts, such as between the arm and body of a patient or between the legs and thighs, should be avoided by the insertion of dry gauze. There are many warnings throughout the conmed system 5000 esu operator's manual; however, the most important warning regarding this device is stated as follows: - safe and effective electrosurgery is dependent not only on equipment design, but also on factors under the control of the operator. It is important that the instructions supplied with this equipment be read, understood, and followed in order to ensure the safe and effective use of this equipment. This medwatch is associated with medwatch number 1720159-2015-00004 filed for the conmed system 5000 electrosurgical generator.

Manufacturer narrative:
The goldvac smoke evacuation pencil with 1" ultraclean blade is being returned to conmed corporation for evaluation; however, to date the device has not been received. A supplemental report will be submitted on completion of the quality engineering evaluation. This medwatch is associated with medwatch number 1720159-2015-00004 filed for the conmed system 5000 esu. Device not yet returned to conmed corp.

Event description:
The end-user facility reported that during use of a conmed goldvac smoke evacuation pencil with 1" ultraclean blade (60-7510-005) along with the conmed system 5000 electrosurgical unit and a 3m dispersive electrode in a procedure involving a lumpectomy of the left breast, the patient allegedly sustained third degree burns to her left chest. The third degree burn was 1cm in diameter and 1cm deep occurring under the left breast, and, this tissue area was not involved in the surgery per the physician. The burn was cleaned and the burn area sutured over. The surgery was successfully completed without further incident. The patient was held overnight after the surgical procedure for observation. No photographic evidence of the patient burn was provided by the end-user facility; however, per the physician's last follow-up, the patient is doing well.